Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer on (B)(6) 2021. The customer works for medical maintenance. The user in the urology department turned in the unit because it did not display an image. There was no patient harm or impact to patient care. No information on the scope is available. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A bent video connector pin was causing no image. The necessary part was replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was no image when using a visera elite video system center. The event occurred during preparation for use. There was no patient harm or impact to patient care reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. It was confirmed that there was no image by terminal buckling inside the video connector receiver. Based on the results of the investigation, the malfunction was caused by terminal buckling. It is likely that the buckling of the internal terminal of the video connector receiver occurred in the following order: ·when inserting the video connector into the video connector internal of otv-s190, the missing part of the video connector tip was caught by the terminal inside the video connector receiver of otv-s190. ·the terminal inside the video connector receiver of otv-s190 was pushed to the back and the terminal buckled because the video connector was inserted further while the inserted video connector was caught. Olympus will continue to monitor the field performance of this device.